Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a button error on their insulin pump and the keypad will not work. Patient's blood glucose level is at 228mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump alarmed for a button error and intermittent button response due to corroded keypad traces. No moisture damage was found on the electronic assembly or motor. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The insulin pump had a cracked reservoir tube lip and a missing end cap sticker.